Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -13.00 diopter, during the same surgery due to the lens tore/broke during injection into the eye. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found lens haptic torn. (B)(4).